Manufacturer narrative:
(B)(4). Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, this guidewire was passed through the scope, it was then noticed that the distal tip of the sensor guidewire detached exposing the tip of the metal corewire. Nothing got detached inside the patient. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.